Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the ICD exhibited over sensing. Programming changes were recommended. The patient was in stable condition and would continue to be monitored.